Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2004. The issue occurred on the same day the sensor was inserted. The patient did not report any symptoms but reported that they ¿had to go dug it out¿ at the doctor¿s office. The patient confirmed that a surgical procedure was necessary and that ¿the doctor had cut a small chunk from her arm¿. The sensor wire was successfully removed. There was no further documentation of medical intervention. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).